Manufacturer narrative:
Investigation determined the sytem is working within specifications. Patient evaluation is ongoing with the responsible physician.this report will be updated with the results of the patient impact evaluation.

Event description:
Sensus receive the report of a potential patient overdose at this user facility, investigation determined that the system was operating within specifications at all times. Sensus is investigating this issue with the responsible physician and will update this MDR file when further information is available.